Event description:
It was reported that pump experienced malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Distributor turned pump off and on but malfunction alarms continued, pump was planned for return and evaluation, and replacement pump was provided to customer.